Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was hospitalized due to low blood glucose. She was initially 50 mg/dl by the time she was admitted it was up to 70 mg/dl. Customer stated after she had called previously and was assisted with priming. Once she changed the complete set she started to feel her blood glucose was lowering. She had accidently administered insulin to herself as when she did the set change all of the insulin went inside her. She stated the issue wasn't with the insulin pump and declined troubleshooting. Customer was advised to call in when issues occurred. The device is not being returned for analysis.